Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 3 wgsmall25 from lot number 0000181905. Using microscope visually checked files. One of the files was broken. . No manufacturing defects or markings noted on other two. Approximately .034mm was broken off of the tip. Measured the remaining files using tm-0061 on nikon 4 according to 0170-sp-wgsmall25-a. Unused files product have been analyzed and was found in compliance with specifications. Root cause of breakage unknown. Nothing unusual to report was found during DHR review. Trackwise query indicates no additional complaints have been received for this lot number.

Event description:
It was reported that a waveone gold reciprocating file broke during use. The broken piece could not be retrieved and was incorporated into the filling.